Event description:
Healthcare worker experienced white on tips of the index finger, and the middle finger of her right hand after inserting a cassette. A few mins later, the areas were stinging. The customer reported that she washed her fingers under running water for 15 mins. Customer declined service, stating that the machine is running fine. The supervisor of the dept stated that this event occurred with a brand new cassette, there were no signs of leaking, wetness or color change to the packaging. The load was aborted, and the cassette was pushed through and disposed of into the collection box.

Manufacturer narrative:
During follow up with employee regarding condition discovered that symptoms had resolved and no further problems were noted.